Event description:
Customer stated " was using the pad in bed when she smelled smoke. Next morning she tried it again and saw sparks" product was returned for investigation. The product was approx. 9 years and 3 months old when the incident occurred. An investigation was done into the customers complaint, and the inspector found that the cord had a small burn by the butterfly. This is likely due to excessive flexing of the cord over an extended period of time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Customer did not seek out medical attention.